Manufacturer narrative:
Date of event: date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for ) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by the patient via the manufacturer representative (rep) that the ins was "coming out of the pocket and tilted towards skin surface. Thus the patient was having intermittent pain at the pocket site. At the time of the report the device remained implanted and in service. The rep noted that the health care professional (hcp) was going to contact the patient to schedule a clinic visit to be seen and evaluated by the implanter. The rep stated that this had not yet been scheduled and that no surgical intervention had been taken at the time of the report but the rep had no further information at the time. They stated they would follow up to obtain this information from the hcp.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that it was unknown whether there were any contributing factors to the patient's ins coming out of the skin. The event date was also unknown and interventions were also unknown. Additional information was received from the rep at a later date, after they had met with the patient. They reported that the patient described bumping their pocket site on their dresser at home and the device not working since then. The rep connected with the device and could not get the patient to feel the stimulation on any program and the device had abnormal impedances. The issue remained unresolved, however surgical intervention was planned for (B)(6) 2021.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause was not determined but it was determined that the lead migrated out of the foramen and the cause was probably due to the bump that the patient had. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are continuation of d10: product ID: 978b128, lot#: va2ce56, implanted: 2021 (B)(6), explanted: 2021 (B)(6), product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.